Event description:
It was reported that two-hundred-sixty-nine (269) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-03708. All information can be found under manufacturer report number 1416980-2022-03708. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Correction: disregarding previous follow up submission. This event is not a duplicate record. H4: device manufactured date: between june 24, 2021 to june 25, 2021. The actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.